Event description:
It was reported that the patient complained of occasional reoccurrence of pain with nausea and flu like symptoms. It was unknown if there were any diagnostics done. It was unknown by the reporter if the cause of product issue was determined, it was noted that the issue was resolved. The device system was used to infuse morphine. The pump was explanted and was to be returned to manufacturer. It was verified that the catheter was intrathecal by withdrawing 2.5ml of fluid. The expected residual volume (erv) was 12.3ml and the actual residual volume (arv) was 14ml.

Manufacturer narrative:
Pump passed all testing. There was a single motor stall and a motor stall recovery in the logs. After doing analysis the technician found nothing significant that may cause the motor stall. There are many factors that can cause a motor to stall, for instance emi (electromagnetic interference) and/or magnets ext. Analysis concluded no anomaly, normal device function. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703w, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).